Event description:
A malfunction alarm was reported. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. Technical support arranged to replace the faulty pump and ensured a replacement pump was dispatched to maintain insulin delivery.